Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-jul -2019 with the following findings: a review of the pump¿s black box showed one cas 078 alarm. During testing, the pump was powered on with no alarms. The pump rewind, load and prime steps were performed successfully. No alarms occurred during testing. The complaint of cs 078 call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed corrosions and a crack in the battery compartment. A leak test revealed a battery compartment leak. The pump was opened and moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.